Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that this one has been amazing.  The patient was trying to heal their bladder. Husband works ems. What happened a few weeks ago. She had to come in and get checked out. She has some anxiety because of previous medical stuff. She had it reprogrammed for the first time on this stimulator. She doesn't know what they did but it is messing with her. Maybe her bladder is doing a lot better. Didn't have stimulation very high. She was at 0.7v when she went in and that is the highest she has had it. She has her seven leads and as far as she knows they are all intact. She normally rotates between 1, 2 or 3. This one she doesn't know. Is this a new program issue, or is she having problems and needs to be seen again. On the email we sent comments at the bottom, emi can mess with your stimulator because the husband truck has a radio in it. She had some issues when she went to the doctor and came back from the doctor after programing it was fine for a few days. Didn't' even realize the stimula tor was doing it because when her kidney's back up she can't function properly. Her husband said something was going on and they readjusted her to a different lead and she leveled out. But, since then she has been having this shocking thing like she used to have with the other stimulator. She's been getting shocking the last couple of weeks. She doesn't think her stimulator is broken. Normally she is a thin person. She has not bumped it. She can totally see where the stimulator is and barely touch it. It doesn't feel like the stimulator is off like it moved. She is no longer on pain medicine. She is feeling pain in stimulator. Then little later she is feeling really anxious and drunk feeling with stimulator on. She shut it down at 4 am because she was hurting so bad. She thought she was just anxious, so she laid down for a couple hours. It made her feel like her urethra was burning and had to pee and poop at the same time. She wanted to know if the stimulator can mess with bowls too. She was (B)(6) maybe three and a half weeks ago, and within a week of it stating to mess up she went down to 104 pounds and can't keep her weight on. She is eating and doing collegian for her bladder. She said, she has no ovaries. She is on hormone therapy. She went back to program 1. She had put her on 3. She was not with-it enough. He had put it back on 3 and now having trouble putting on weight, feeling nauseous, and her pee went clear with no color at all. She wanted to know if her husbands radio's are messing with the stimulator. He sleeps with the radio's next to the them. His truck is right outside the house, and they have satellite internet. She said, it is not satellite but a device at the coop they use. She wants to know if they have too much in the house and that messed up her stimulator. Patient was directed to  hcp. Patient said their heart races and was concerned that it is messing with their heart or damaging their heart. He got his truck set up like police car, fire truck, or ambulance but he has more because he has to keep up with almost the whole state of (B)(6). They were at a fire station, but it is like grand central station with all the towers. They were just up there for halloween. They went outside because they couldn't breathe. He started parking the truck further up the driveway. In the moment when he goes out to the truck, and it is going they will feel as going to have a heart attack. Caller wanted to know about windmills and the effect on stimulators. They used to live in (B)(6), and they got super-duper sick. That might have messed with her stimulator. They had to take a back way home and went through a field of a bunch of windmills. They thought they were having a panic attack. They had to call their husband and to come and get her. Last time had an episode at the fire department. They were sitting next to the room that had all the radio's, tower right outside, and all the trucks. After a couple hours they felt drunk and sick and she thought it might be the fog machine, but said it was nontoxic. No one else was having issues. It took several hours after they got home to get better. It was like having panic attack and gone and panic attack. They said their hearing was off. This happened on the saturday before halloween. They checked their pulse and there were times a couple weeks ago and the car thing and their pulse was going crazy for a while, and they shut the stimulator down for a little bit and it corrected it. They were 90% sure it might be their stimulator. They had it off since 4 am and has been fine all day. They were not nauseous and did not feel like they were going to have diarrhea even though they didn't. The last three years they had symptoms. They were getting ready to go see their primary care doctor because they realized they have been having symptoms the last three years that have gone undiagnosed. The last doctor they went to be a neurologist and even her and him couldn't figure it out. In their gut it felt like it was damaged to their bone from that stimulator, because when it broke it was a whole year before her and her doctor could get medtronic to come down. Three years ago, they started having nerve pain down both of her legs, decreased mobility, started falling randomly and not remembering it, started passing out. Last time they thought it was a cardiac episode and they treated it like that, and it could have been. The patient was redirected to their healthcare provider to further address the issue.